Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as blood red and raw under back te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion and anti-itch cream for the skin irritation. Follow up indicated that the skin irritation improved.